Event description:
(B)(4).

Manufacturer narrative:
It was reported that the ventilator alarmed for a power error. Our field service engineer replaced the main back-plane printed circuit (pc) board along with the ac/dc power supply and the pneumatic back-plane pc board which resolved the issues. After passed pre-use checks and successful functional and safety tests the ventilator was returned to the customer but not cleared for clinical use due to expired battery modules. No part was returned despite several requests. The evaluation of received device logs show several occurrences of the reported power error and a single occurrence of an error indicating that the safety valve was detected open 8 months before service was initiated. No event date was set. The ventilator was turned off for almost 8 months until service was initiated. During ventilation, failures indicated by the confirmed technical errors may lead to stop of ventilation. The conclusion in this matter is that the ventilator alarmed for a power error and once for an open safety valve. The main back-plane printed circuit (pc) board along with the ac/dc power supply and the pneumatic back-plane pc board were replaced which resolved the issues. The cause of the generated errors cannot be established due to lack of returned parts.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator alarmed for a power error. There was no patient involvement. (B)(4).